Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is no longer working properly. Patient stated the infusion device does not respond when attempting a bolus. Patient reported this issue has been getting progressively worse over the past year. Patient stated the buttons spring back up as normal. Assisted patient with programming her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.